Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised the following: precautions: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaving blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that hps-hb11 device was being used during a hip surgery on (B)(6) 2019. After 3-5 seconds there was a noise and then the device was stuck. It was reporter during assessment questioning that "there was some plastic abrasion in the joint" that was removed by the surgeon. There was no injury to the patient or user. There was no report of medical intervention or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.